Event description:
Pt found to have ventricular lead failure on telephonic pacer check on 4/18/96. Feelings of light headedness since oct and chest pain. Ventricular lead having sensing difficulties and non-capture.